Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned not loaded on the stent delivery wire. Part of the stent was deployed in the lumen of the microcatheter with the remainder deployed in the hub of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was noted to be deformed at one end. All 4 marker bands were present on both ends of the stent. The sdw was noted to be intact. The introducer sheath distal tip was noted to be damaged. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent difficult/unable to transfer' and 'stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that upon advancement of the stent tip into the microcatheter, the physician encountered significant resistance, preventing further passage of the stent through the introducing sheath into the microcatheter. Subsequently, when the physician attempted to withdraw the delivery wire and the stent introducing sheath, the stent was prematurely deployed within the microcatheter hub. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. Based on the event description and the condition of the returned device sub-components, it is probable that the introducer sheath was initially assembled and positioned correctly, as noted in the follow-up good faith effort (gfe) responses. However, evidence of deformation at the distal tip opening suggests that the sheath subsequently moved distally prior to stent advancement. Such movement can occur if the rotating homeostasis valve (rhv) vent cap is not adequately secured onto the introducer sheath, allowing unintentional movement. During the subsequent advancement of the stent from the introducer sheath into the proximal end of the microcatheter lumen, the stent likely encountered resistance and was damaged by the deformed distal opening of the sheath. This damage would result in increased resistance felt by the physician during further advancement attempts. Upon realizing this, the user may then attempt to withdraw the stent. During this action, as the stent begins to transfer into the moulded hub of the microcatheter, the distal bumper of the sdw can slip through the stent, leaving part of the stent deployed prematurely inside the proximal section of the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the reported event 'stent difficult/unable to transfer' and 'stent deployed prematurely during retraction/re-sheathing' and analyzed event of ¿stent deformed, ¿stent deployed prematurely during use¿, ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use/transfer.

Event description:
The stent (subject device) was returned for analysis, and it was discovered that the stent was deformed and was prematurely deployed within the microcatheter during use. The distal tip of the introducer sheath of stent was also noted to be damaged. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.